Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported the manufacturer representative was not able to adjust stimulation with the patient programmer. The patient programmer displayed a ¿call your doctor¿ icon. An out of regulation (oor) condition was reported when the manufacturer representative tried to increase the group adjustment for amplitude. They saw information saying ¿top of amp, oor screen.¿ the clinician programmer did not fix the oor message that was seen on the patient programmer. The patient programmer could only get to 8.1 volts, but the manufacturer representative could go higher with the clinician programmer. A group impedance was done with a2 being less than 50 ohms with electrodes 11+, 12-, and 13+ programmed. The manufacturer representative saw a short on contacts 11/12 that were less than 50 ohms. The representative programmed with a1 around 5 volts and a2 at 8.1 volts, 330 pulse width, 40 hertz, 11+, 12-, and 13+. Follow up with the manufacturer representative indicated the cause was the impedance issue was not determined and there were no issues with the device. The manufacturer representative was unable to determine if there were any lead fractures and the problem electrodes were worked around. The patient was doing well and receiving effective therapy.